Event description:
A us dist returned a monitor indicating that it was unable to complete incoming testing.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) has been confirmed. As received, the monitor displayed code - pulse test fault. Upon eval, both leads of high voltage capacitor c19 and the negative lead of high voltage capacitor c20 were pulled from the defibrillator board. The cause of the detached c19 and c20 is broken epoxy at the back side of the defibrillator board. The root cause of the broken epoxy cannot be positively identified but is likely severe mechanical shock from physical impact. In addition, the l612 inductor was damaged on the computer/analog board. No adverse event resulted from the defective monitor.